Event description:
It was reported that the device will not tight during the procedure. There was no smith & nephew backup device. Procedure was completed with no delay or patient injuries.

Manufacturer narrative:
Parts of the device were received for evaluation. There was no relationship found between the returned device parts and the reported incident. A visual inspection was performed and it was observed that the mounting post, rubber pad and the positioning lock were not returned. Functional testing could not be performed on the unreturned parts. The lateral pad lock was tested and it was found to tighten and lock. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include inadvertent damage to the positioner lock or the mounting post. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the device will not tight during the procedure. There was not smith & nephew backup device. Procedure was completed with no delay or patient injuries.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 1219602(s+n mansfield).